Event description:
It was reported that customer was admitted as an inpatient to a hosp for low blood glucose. During troubleshooting, the leadscrew over rotated while performing the leadscrew test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.